Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h121 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h121 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4). (B)(6) 2019.

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak with their cellex photopheresis kit ("kit") during an extracorporeal photophereis (ecp) treatment. The customer stated that an alarm #7: blood leak? (Centrifuge chamber) occurred shortly after the patient was connected and that only a few mls of whole blood had been processed. The customer discarded the kit and began the patient treatment on a different instrument. The customer did not return product for investigation.